Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report number 2032227-2014-11001.

Event description:
It was reported that the customer experienced low blood glucose levels. The blood glucose reading was 44 mg/dl. Nothing further reported.